Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Microscopic and visual inspection of the sheath and the coil were done. The advancer unit and burr unit were received together as a single unit. The advancer knob was received tightened in a backward position. There were numerous locations 17cm¿ 21.5cm distal of the on the strain relief on the catheter body housing sheath that was damaged/kinked with a hole in the sheath 18.5cm from the strain relief on the catheter body housing. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. When the drip line was turned on, water started leaking from the hole in the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that saline leak occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotalink¿ plus was selected for use. During preparation, a leak was noted from the sheath where the saline flows. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that saline leak occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotalink¿ plus was selected for use. During preparation, a leak was noted from the sheath where the saline flows. The procedure was completed with another of the same device. No patient complications were reported.